Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Additional information indicated that high pacing thresholds were attributed to the patient's condition. The lead was explanted. No additional adverse patient effects were reported.